Event description:
The pt received 60mls of blood during the procedure, as there was concern that she had a significant amount of blood loss. She remained stable otherwise. At the end of the case, hemostasis was obtained with direct pressure. There were no other complications.